Event description:
The customer reported the ventilator shut down while in use on pt and no alarm. The customer reported the unit was in use on pt but no pt harm.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA. Contacted customer to obtain pt info, but was not able to get the info.